Event description:
It was reported that there was loss of capture and oversensing; possible setscrew issue. The device was explanted. A medwatch 3500a was subsequently received reporting pneumothorax at implant, which resolved. Six days later, pauses were noted, and the device had oversensing and inhibition of pacing. A possible setscrew problem was reported, but could not be identified, so the device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.. Evaluation summary: no anomalies found. Other: it was reported that there was loss of capture and oversensing; possible setscrew issue. The device was explanted. A medwatch 3500a was subsequently received reporting pneumothorax at implant, which resolved. Six days later, pauses were noted, and the device had oversensing and inhibition of pacing. A possible setscrew problem was reported, but could not be identified, so the device was replaced. No further patient complications were reported as a result of this event. No conclusion can be drawn; device remains activated.